Manufacturer narrative:
PMA/510k: similar product to 190-000. Investigation summary: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m188847 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m188847 and test base part number 190-430 / lot m188847. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m188847 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Reference related MFR. Report number 1221359-2022-03447.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay on direct tested nasopharyngeal swab samples. This report is for patient one (1) of two (2). The patient tested positive with the ID now covid-19 assay on (B)(6) 2022. Confirmatory pcr testing (platform and sample type unknown) was performed (B)(6) 2022 which generated a negative result (CT value not provided). No additional information regarding patient health status or outcome was provided.